Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue.upon evaluation of the device, physio-control observed that the device would not remain powered on in order to charge and defibrillate when prompted.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio observed that the device had excessive power on's which led to more than 15 hours of on time, which contributed to the internal hybrid layer capacitor (hlc) batteries depleting. Physio also observed electrical leakage from a filter, designator fl9, from the analog pcb assembly; however, the electrical leakage was minimal and not sufficient enough to deplete the internal hlc batteries. Long term testing of the device did not reveal any anomalies.the cause of the reported issue could not be conclusively determined.the customer was provided with a replacement device.